Event description:
It was reported that the patient was brought to the clinic for a routine aveir leadless pacemaker (lp) post implant check. It was found that the atrial lp would not capture. An x-ray was performed and showed that the atrial lp had dislodged. The patient was brought to the catheter lab for a device retrieval. The device was explanted and replaced. There were no patient consequences.